Event description:
Facility reports blood leak on 10th use dialyzer. Dialyzer and bloodlines removed and treatment continued wit new set-up. Ebl was reported as 200 ml. Hematocrit on 5/22/97 37%, hematocrit on 5/29/97 31.7%. No pt injury. Sample is available for eval.